Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was found at 12.6¿12.8 cm from the connector pin, breaching the outer insulation and exposing the outer coil, consistent with friction to the device can. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis. External abrasion.